Event description:
Draeger perseus anesthesia machine has 2 plastic elbows connecting anesthesia circuits. During removal of a used circuit, one elbow on the inspiratory limb separated into 2 pieces. This rendered the machine unusable until another part could be obtained. Had it occurred during an anesthetic, the patient could not have been ventilated or had anesthesia gas provided. The draeger education representative I spoke with stated this was a "press-fit" manufacture process vs the molded single-piece process for prior products. FDA safety report ID# (B)(4).